Manufacturer narrative:
The following other devices were also listed in this report: description of the device; unknown 36 2.5 biolox ceramic head; cat#: unknown; lot#:unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported, surgeon performed revision on patient with possible infection and performed a poly and head swap.